Manufacturer narrative:
A2 age at time of event: 8 decades. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with cefazolin +ceftazidime injection (intraperitoneal/ discontinued after 14 days) for peritonitis. At the time of this report, the patient was recovered from the event. The patient was discharged after 19 days of hospitalization. Action taken with pd therapy was unknown. No additional information is available.